Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2010 and mesh was used. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 07/28/2016.

Manufacturer narrative:
Date sent to FDA: 01/30/2017. (B)(4). It was reported that following insertion the patient experienced urinary tract infection, vaginitis, urge incontinence and incomplete bladder emptying.

Event description:
Details: it was reported that following insertion the patient experienced urinary tract infection, vaginitis, urge incontinence and incomplete bladder emptying.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure to treat urinary incontinence, post coital bleeding, dyspareunia. The patient experienced pain, infections, urinary disturbances, bleeding, dyspareunia, and vaginal scarring post implantation. (B)(4) - urinary disturbances; dyspareunia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.